Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had dark urine. Labs were drawn locally and revealed high lactate dehydrogenase. The patient was admitted to the hospital. A CT scan revealed mild laminar thrombus along the peripheral edges of the mid-distal outflow cannula. The patient was treated with medication and discharged home on (B)(6) 2014.